Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that residue was noticed on an intraocular lens (iol) after insertion into the patient's eye and the lens was removed. Additional information was received and it was learnt that there was a film on top of the lens noticed upon implantation. The lens was removed and replaced with a backup lens. No incision enlargement, no suture and no vitrectomy was performed. The patient was reported being fine. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.